Event description:
On 11/22/2022, it was reported by a sales representative via phone that a ar-3632sp fibertak failed to deploy. This occurred during a rotator cuff repair when going to deploy the first implant would not deploy, the device was unloaded and reloaded and would still not deploy. The case was completed using a 5/5 corkscrew with 4 needles. There was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual evaluation, it was noted that close to the tip of the inserter the flat area of the shaft is bent. It is cause by applying excessive leveraging force. However, the fibertack was not returned for investigation. The cause remains misuse.